Event description:
The patient reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned for animas for evaluation. Evaluation revealed a damaged circuit board.